Event description:
It was reported that an infusor¿s bladder leaked. This malfunction was identified during storage of the device. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Lot was manufactured between november 12, 2013 and november 14, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). One sample was received for evaluation. Visual inspection noted the presence of fluid inside the housing indicating that leakage has occurred. A functional leak test was performed in order to identify the exact location of leakage in the unit. The unit was filled with green color water. After fill, leak was visually observed at the welded area of the volume indicator port located inside the housing. No signs of leak were observed on the reservoir. The reported problem was confirmed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.